Event description:
A customer observed false negative vitros ahiv 1 + 2 results for a sample when tested on two vitros eci analyzers. The sample was one of 6 samples from a commercially available ahiv qualification panel, and was expected to be (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action should they occur on patient samples. No patient samples were affected, and there was no allegation of harm. This report corresponds to ortho clinical diagnostics inc. (B)(4). Note: the 3500a form for MFR report 9680658-2010-00005 is identical as two devices were involved in this event.

Manufacturer narrative:
Investigation into this event found that a negative vitros ahiv result was obtained from a single ahiv reactive sample when tested on two different vitros eci analyzers. The sample was one of 6 samples from a commercially available ahiv qualification panel. Using a different lot of vitros ahiv 1+2 reagent, expected (B)(6) results were obtained from the sample. The vitros eci analyzers were performing as expected. The root cause of this event unknown.